Manufacturer narrative:
Other, other text: device evaluation: both tamper seals are intact. Chipped top case left corner. Multiple consecutive 'invalid syringe size' alarms found. No 'motor not running' alarms in event history log. Occlusion test. At first could not perform occlusion test due to 'invalid syringe size'. Checked syringe size sensor and it was out of spec; low value 0.252, high value 1.232 (min 1.256) recalibrated all pump sensors and verified sensors were within spec, which they were. Then performed occlusion test which passed. Visually inspected motor assembly and found no damage or signs of abnormal wear. Turned pump on all sides, visually inspected inside of pump. Cannot duplicate 'motor not running'. Ran multiple occlusion tests which passed. Didn?t hear or see any loose components inside the pump. No action taken for reported problem since no problem was found. Performed power up process, pm, occlusion test and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Boperator of device is unknown.

Event description:
It was reported that the motor is not running and something is loose on the inside. No patient injury was reported.